Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# unknown, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (30 mg/ml at 6 mg/day) via an implantable pump for an unknown indication for use. It was reported that during a scheduled pump replacement, the hcp cut the catheter in the pump pocket. The hcp also saw that the catheter was not in the intrathecal space anymore. It was also reported that the catheter was broken. These were given as reasons for catheter replacement, performed on (B)(6) 2017. No troubleshooting was performed. There were no environmental factors related to this issue. The patient did not experience any withdrawal symptoms. The issue was resolved, and the patient status was alive - no injury. The catheter would not be returned, as it was discarded by the customer. No further complications were reported or anticipated. Omitted information pertaining to motor stall contained in (B)(4).

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, lot# unknown, explanted: (B)(6) 2017, product type: catheter. Analysis identified no significant anomaly with the catheter. There was acceptable catheter testing. The catheter was incomplete and returned in segments. If information is provided in the future, a supplemental report will be issued.